Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. For wands with suction, failure to attach the suction adapter may cause thermal injury to the physician or patient, failure to provide proper suction may result in physician or patient thermal injury, ensure adequate flow and circulation of saline solution to prevent unnecessary heating of the solution that may result in tissue damage or thermal injury, do not touch the electrodes at the tip of the wand while power is being applied, and do not withdraw the wand while the power is being applied. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Insufficient clinically relevant documentation was provided, therefore, a thorough medical investigation could not be performed. However, the burn was reportedly small, shallow and resulted in a blister that resolved spontaneously without medical intervention. Additionally, it was reported that the surgeon could not identify if the tip inadvertently touched the patient's ankle during the procedure or if there was a drip from the suction line which could have contributed to the reported event. The patient impact beyond the reported small burn, resultant blister, and probable transient discomfort cannot be determined, as it has reportedly spontaneously resolved.

Event description:
It was reported that during the surgical procedure the tip burned the patient's ankle, even with the aspiration connected throughout the procedure. A backup was available and no delay was reported.